Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The event occured in the united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender (egb) displayed error message of calibration fault (e19) -a fault has occurred in the actual value/sensor value comparison, during procedure. There is no report of any patient injury.